Event description:
During the review of clinic notes received from the treating physician indicates that the vns pt "was also noticing an increase in seizures. He is going to be seen again on (B)(6) for further eval." Good faith attempts to obtain add'l info are in progress.